Event description:
It was reported that during an unknown procedure, the luge guidewire tip separated. The lesion being treated was located in the left coronary artery. Following placement of the luge guidewire, an unknown manufacturer's balloon was advanced over the wire and inflated. Upon removal of the balloon and the luge guidewire, it was noted that the guidewire tip had broken. The break was contained within the balloon catheter, and was removed with no issues. The procedure was completed with another luge guidewire. There were no patient complications reported.